Manufacturer narrative:
We are awaiting the receipt of the complaint device towards conducting and eval. Those conclusions will be the subject of a follow-up report.

Event description:
Our rep is reporting that during an acl repair a portion of the distal tip of a "crochet hook" broke off into the pt's joint space. The broken fragment was immediately and totally removed from the body and the case was concluded successfully without further incident or harm to the pt.